Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer filled a form online, patient using arctic sun post heat stroke admission in ICU and after removal of pads has open blisters on back of legs. It was unknown what medical intervention was provided. Per additional information updated from, it was reported that the 91 year old patient found down laying on stomach in the sun for presumably 5 hours. Patient was 107f at arrival. They arrived thursday evening. Therapy ended saturday. The backs of the patient legs were discolored from being in the sun, but when they removed the pads there were skin tears. The patient has been extubated, and they were working with the wound care or burn team to treat the tears. Nurse wanted to know how often they are supposed to remove the pads for skin checks. The nurse believed, they were supposed to place the pads and not remove them again until therapy was complete, but when looks online, they see mention of frequent skin checks. They have a patient that experienced skin tears. The pads have been discarded and was not sure which device was used. There are two arctic sun devices up front that appear to have been used recently. One was sn (B)(6).. The one the nurse was used did not have a sticker with the sn on the back. Explained they should perform frequent skin checks per facility protocol. Nurse stated this was not mentioned in their protocol. Put in a ttm msl referral for assistance with protocol development. Also explained that once therapy was complete, they should wait approximately 15 minutes to allow hydrogel to warm prior to removal. Reported to product complaints. It was unknown what medical intervention was provided.